Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s)) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault). The cause for the failure was isolated the q2 and q18 components reading low on the computer/analog board. The root cause for the low q2 and q18 components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.